Event description:
The customer reported that the remote user interface was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors inside remote user interface were reseated. The system tested and found to be working as intended and put back into service.